Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 2.5 years battery remaining and during the recent checked, the battery has reached elective replacement indicator (eri) for a span of 8 months. Boston scientific technical services (ts) discussed that the battery was not depleted normally. Device analysis was recommended after replacement. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 2.5 years battery remaining and during the recent checked, the battery has reached elective replacement indicator (eri) for a span of 8 months. Boston scientific technical services (ts) discussed that the battery was not depleted normally. Device analysis was recommended after replacement. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from 2.5 years battery remaining and during the recent checked, the battery has reached elective replacement indicator (eri) for a span of 8 months. Boston scientific technical services (ts) discussed that the battery was not depleted normally. Device analysis was recommended after replacement. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.